Event description:
The pt suffered a stroke after the index procedure. The pt is a male who had a cypher stent placed in the proximal left anterior descending artery (lad) in 2009. The target lesion was de novo. The rate of stenosis was 98%. The vessel was not calcified or tortuous. There was no thrombus present at the delivery site. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atms). The cypher stent was successfully placed at the lesion and post-dilated. After the index procedure the pt suffered a stroke. The duration of the stroke is unk. No treatment was given. Add'l info received from the account states that following his heart catheterization the pt had complaints of double vision. The pt noted that he had visual disturbance immediately following the procedure. The pt felt that the event was secondary to sedation so he did not tell any medical staff. The pt did not mention the abnormality until he attempted to ambulate prior to discharge. At that time the pt mentioned to the nurse that he was having double vision, making it very difficult for him to walk. Subsequently, the patient's discharge was discontinued. The pt underwent a MRI and mra of the brain. Results showed that pt had small focal restricted diffusion in the dorsal right paramedian aspect of the caudal mid brain. These findings were due to either an acute infarction or demyelinating disease. Eval from the neuro service felt this was a small acute infarct and recommendations were made to keep the pt on aspirin and plavix indefinitely. Please note that three cordis stents were placed in during the index procedure, two in the right coronary artery (proximal and mid), and one in the proximal lad.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three reports involved with this event which is associated with mfg report # 3003742446-2010-00008, and 3003742446-2010-00010.